Event description:
It was reported that following a posterior procedure, the doctor noted extrusion/erosion. The doctor stated that during the second distal pass in the initial procedure, he thinks he went too close to the midline, and the mesh rolled and curled. The doctor thinks the curled portion of the mesh extruded/eroded through the pt's tissue. The doctor excised the lateral side of the body of the mesh during additional outpatient surgery. Additional info has been requested, but not yet received.

Manufacturer narrative:
The lot # is unk, therefore, no review of the device history record could be performed. The instructions for use which accompanies each device states in the implant procedure section to use a vaginal finger to guide the needle tip through the posterior vaginal wall incision at the perineal body, and at the most lateral portion of the dissection (the junction of the transverse perineal and bulbocavernosus muscles). It further states in the section labeled adverse reactions that potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage. The product is recommended to only be used by physicians who are trained in surgical procedures and techniques required for pelvic floor reconstruction and the implantation of nonabsorbable meshes.